Manufacturer narrative:
No device is expected to be returned for evaluation. Therefore, a formal investigation of the affected device will not be completed. If the device is returned in the future, this investigation will be reopened and a follow up submitted. Since no lot number was not provided, the device history record and complaint database will not be reviewed.

Event description:
The user reported that air was observed in the contrast line during a case. The air was managed by the user and no air was injected into the patient. No injury to the patient was reported.